Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 64-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was known to have suffered a cardiac arrest, but other underlying medical history was not shared. The cp was placed and was supporting the patient in the ICU when on the day after implant there was hemolysis diagnosed by urine color change. The team imaged the patient and found the pump to be deep and re-positioned the pump. This cleared the urine color. The pump remained on day 2 of the support the patient lost pulses on the cp accessed limb. They placed a fem-fem catheter to perfuse the limb. On day 4 the medical team weaned and explanted the pump. They evaluated the blood flow post explant and observed no thrombosis, and as such determined the ischemia to be due to underlying peripheral arterial disease that was not appreciated or known prior to the pump support. The flow and pulses were intact post explant without any intervention. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position as noted in this support.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error. D4: corrected the serial number, catalog number, UDI.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was most likely related to use of the device, since reposition resolved the issue and the pump was utilized for another 4 days after hemolysis was reported. The cause of the issue was not determined without sufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date added.